Event description:
It was reported that during a percutaneous coronary intervention a vessel perforation and a balloon rupture occurred. Vascular access was obtained via radial artery. The 90% stenosed lesion was located in the calcified and moderately tortuous shunt anastomosis. The physician advanced a 6.0 x 40mm sterling balloon catheter to the target lesion. Upon the first inflation at 12atms the balloon ruptured and a vessel perforation was noted. The device was successfully removed. Hemostasis was achieved and the procedure was completed. No further complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)